Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04)- head. Visual examination of the returned product identified dark debris and a circumferential groove pattern is seen on surface of the conical taper for the head and signs of being implanted / worn / nicks/ dings for the neck. The head and neck were submitted for further analysis. Analysis determined this taper was assigned a modified goldberg score of 4. A score of 4 corresponds to ¿damage over the majority (>50%) of the surface with severe corrosion attack and abundant corrosion debris¿ for the head. A consensus modified goldberg score of 1 was determined for the neck. A score of 1 corresponds to ¿fretting on <10% of the surface and no corrosion damage¿. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: 00784802300, modular neck g 12/14 neck taper use with +0 heads only, 62053314; 00630505036, liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells 61887380. Multiple MDR reports were filed for this event, please see associated reports 0001822565-2019-00264-1. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right total hip arthroplasty and was revised five-year post implantation due to pain and cobalt poisoning. This report is based on allegation set forth in plaintiff¿s complaint, and the allegation contained therein are unverified.